Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated normal depletion as the device met 80% of expected longevity.

Event description:
The patient reported concern that the device only lasted about three years. The device was removed and replaced. No patient complications have been reported as a result of this event.